Manufacturer narrative:
A specific root cause could not be identified. General possible causes include foam/bubbles on the reagent, pre-analytical issues, or environmental contamination with the analyte.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample. The initial elecsys ft4 assay result was >77 ng/l and the initial elecsys tsh assay result was 0.40. The unit of measure was requested, but was not provided. The sample was repeated in a sample cup and the ft4 result was 16.15 ng/l. On (B)(6) 2016, a serum gel tube from (B)(6) 2016 was also tested and the ft4 result was 16.41 ng/l. The tsh result from this sample was 0.29. Information concerning if the gel tube was from the same sample collection as the original sample tube was requested, but it was not provided. No questionable result was reported outside the laboratory. No patient related actions were taken based on the results. The patient was not adversely affected. The ft4 reagent lot was 140865. The expiration date was requested, but was not provided. The tsh reagent lot and expiration date were requested, but were not provided. The customer did not use the recommended sample tube rack adapter. The field service representative changed the pinch tubes. Based on the provided calibration and qc data, a general reagent issue could be excluded.